Event description:
Patient reported the check and menu buttons on the infusion device are "sticky" and the infusion device turns off without warning. This has occurred approximately 3 times, and patient noticed the issue immediately. No physiological effects were reported. Infusion device is "fairly old" and patient was unable to provide the serial number. Infusion device was requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.